Event description:
According to the provider, the end user was being pushed up a ramp and the front caster on the left side bent and the end user was thrown from the chair.

Manufacturer narrative:
(B)(4). Per the rehab therapist who was with the user they did not notice an injury, however, the end user has alleged an injury.